Event description:
It was reported that, on (B)(6) 2013, the patient¿s heart rate dropped during the implant procedure. This was confirmed by the surgeon. The patient was only supposed to stay one day, but stayed four days. The patient was overdosed with oral, intravenous (IV) and pump medications. The pump medication was wrong. This was also confirmed by the surgeon. The patient lost the ability to urinate and have a bowel movement. The patient was at 4.83mcg/day of morphine. This was decreased so that the patient could urinate on his own. The patient had to be catheterized. He had 1000ml but his bladder was only supposed to hold 300ml. At the time of the report, the device system was used to deliver fentanyl. It was later reported that the patient was trialed with fentanyl with a positive response. The patient was then implanted with morphine per the healthcare provider¿s (hcp) prescription. It was later reported that the cause of the event was the patient¿s anxiety and neurosis. The patient did experience some urinary retention for a few hours after implant, while the patient was still in the hospital, but it resolved without incident. The patient outcome was reported as ¿no injury¿. The device system was used to deliver fentanyl 2581mcg/day at 5000mcg/ml.

Manufacturer narrative:
Product ID 8780 lot# serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
Additional information received reported that the patient was in the hospital for an extra 4 days due to the overdose issue.

Event description:
It was further reported that the cause of the event was urinary retention attributed to drug effects. The patient was trialed by the managing physician with different medication than was implanted with. The patient was trialed with fentanyl; 100 microgramsper milliliter with one milliliter of saline flush. The patient was implanted with the therapy medication of morphine; 10 milligrams per milliliter and was started at 0.48 milligrams per day. However, the patient could not void so the pump was reduced to minimum rate of 0.068 milligrams per day on (B)(6) 2013. The patient was admitted for twenty three hours observation prior to the urinary retention. The patient recovered without sequelae. This device system reportedly delivered morphine.